Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material that remained in the device could not be identified. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from the instructions or use (IFU) were identified. Therefore, definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.